Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for dual-chamber pacemaker implant procedure. During the procedure, the right ventricle (rv) lead exhibited low pacing impedance at multiple sites. The lead was not used and a new lead was successfully implanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies except for procedural damages. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.